Event description:
Review of the diagnostic reports shows that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was in use on pt, but there was no pt harm reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.